Event description:
Related manufacturer reference number: 2017865-2022-00875. It was reported that the patient presented in clinic for a generator change procedure. During the procedure, it was noted that the right atrial lead and right ventricular lead were twisted. The leads were removed and replaced during the same procedure.

Manufacturer narrative:
The reported event of insulation twisted was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the lead body/outer insulation was twisted/wrinkled throughout the entire lead consistent with damage occurring at the time of procedure. The cause of the reported event was due to damage occurring at the time of procedure.